Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus for a bg level of 200 mg/dl, however, the bolus was missing from the pump history. During troubleshooting with tandem technical support, the reported issue was unable to be confirmed and the customer reported the alleged issue was resolved.